Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found a damaged dso seal. Accuracy test was performed, and test passed (+0,431%). The customer did not complain of any problems so there was no replication of complaint. The error history log was downloaded and no issues were found. The investigation determined the dso seal was damaged. The dso seal was replaced.

Event description:
One device was returned for repair. There was unknown patient involvement. Analysis found a damaged downstream occlusion (dso) seal.